Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the esophagus but would not deploy from the delivery system. The capsule fell off onto the floor upon removal from the pt. The procedure was not completed. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.